Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received a failed battery test alarm. The customer reportedly used multiple batteries to try and fix the issue. The customer's blood glucose was 5.9 mmol/l. The customer was advised to clear the alarm. No relevant damage or corrosion was found. After cleaning the battery cap contacts, the customer was advised to insert a new battery. The customer did not receive a failed battery test. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications however, the insulin pump was received with corroded battery tube. No failed battery test noted. The insulin pump had cracked case at the display window corners, cracked reservoir tube, broken battery threads and minor scratches on the lcd window.